Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stopped bolusing and had frozen display. The customer attempted to perform self test which did not get complete. There was no alarm during or after the time the button was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No frozen screen noted. All buttons functioning properly no damage on the keypad. All bolus delivered completely with their indicated amounts with water exiting the infusion set and all boluses were properly recorded in the bolus history screen. (B)(4).